Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated. Different programmers, wands and rooms were tried, but interrogation was unsuccessful. The physician elected to explant the ICD.